Event description:
Reporter alleged the blood glucose monitoring device was melted and the contacts were blackened. Reporter indicated the based unit was also cracked, melted, and smoking (refer to medwatch 1823260-2005-03215). Reporter indicated no injuries were associated with the alleged incident and being unsure what liquid was used with the device. Reporter stated the device was wiped with alcohol or bleach wipes daily. A request was made for the return of the suspect device and replacement product was sent.